Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail reusable 270um laser fiber was used in a lithotripsy procedure in the kidney performed on (B)(6) 2021. The laser unit used was an auriga laser console with laser settings of 6.4 watts, 0.8 joules and 8 hertz. During preparation, when the laser fiber was connected into the laser console it suddenly stopped firing during laser activation. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. Additional information: this event has been deemed reportable based on the investigation finding that the laser fiber was broken within the connector.

Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 304.3 cm from the tip of the fiber connector to the end of the end of the fiber body. The exposed glass tip measured 6 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. Functional analysis revealed that there was no light from the sma connector, indicating a fracture within the fiber connector. When connected to the laser console, the following message was displayed applicator has been used 4 times. No other problems with the device were noted. The reported event was confirmed. Fibers are consumable devices and expected to degrade with use. It is likely that procedural handling of the fiber during setup, use, or reprocessing contributed to the fracture within the fiber connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.